Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a gastric stimulator that was badly infected and needed to be removed; the patient had an explant last week and the device and leads were removed. No further complications were reported/anticipated.